Event description:
It was reported that during a coronary stenting treatment procedure, stent dislodgment occurred. The lesion being treated was located in the non-tortuous, non-calcified ostium of the right coronary artery (rca). The lesion was predilated with an unk balloon. The physician attempted to place the 5.00x28mm liberte stent, but was unable to cross the lesion. The physician had attempted several times to position the stent when the liberte stent dislodged. The physician used a snare to retrieve the stent. The procedure was completed with another liberte stent. Pt status reported as "stable".